Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from u.s.a stating that the device had a hole in the hose. It is known that the event did not occur during surgery. However, it is unk if there were injuries or medical intervention reported. No additional information available.